Manufacturer narrative:
Root cause: use error. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intended to deliver a food bolus for 25 grams of carbohydrates, but inadvertently delivered a 25 unit bolus instead. Only 10 units of insulin of the requested 25 units of insulin was delivered due to the customer¿s max bolus setting being set to 10 units. The customer's blood glucose (bg) level ranged from 80 to 179 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.